Manufacturer narrative:
Date of event: date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient mentioned they recently met with their healthcare provider because they were not feeling stimulation any more. They mentioned they had successful therapy for the first 2 years, but after 2 years the patient had a test which determined therapy was only about 40% effective. They stated the last time they went it was maybe 10%, they didn't feel like it was working. The patient stated they had an electric shock down their leg and it was pretty severe, but it went away. They stated it was terrible, it felt like they were in an electric chair. The patient stated they went to their healthcare provider for a visit and they changed the patient's program and suggested the ins would need to be replaced in about a year. The patient reported they felt stimulation in the office when the healthcare provider changed programs, but as usual it dissipated and they felt nothing. They mentioned their healthcare provider instructed them to turn the ins off, the patient was calling for assistance to turn ins off. When the patient synced with their programmer it showed ins off. The patient mentioned they were unaware the stimulation was off, stated they felt stimulation in the office, so the healthcare provider must have turned it off. The patient turned therapy on the call. They stated they felt comfortable stimulation at 1.70. The patient was redirected to their healthcare provider if the problem did not resolve. Patient mentioned they were not receiving adequate therapy and did not want to replace the ins if the therapy was not working. No further complications were reported or anticipated.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer. The patient reported that they had gotten an email from the manufacturer company the day prior to their call and noted that they had just gone for their check-up and that it was just¿60/40¿ when asked for clarification, the patient stated that they were only 40% better. The patient stated that the health care physician (hcp) had told them that there were ¿1000 different lines to try,¿ and that the last time they were there they had told the patient that the battery needed to be replaced. The patient noted that they have not had trouble voiding or getting infections, that they had never had a bladder infection before or after the surgery. The patient reported that they felt vibration in the beginning but they didn¿t feel anymore. The patient reported that when they changed programs they felt the stimulation and it would then go away. It was explained to the patient that their body adapts to the stimulation and that this was normal. The patient reported their previous medical history of surgeries and that now they couldn¿t have mris that it had become a real inconvenience as the device was not a benefit. The patient reported that they have turned off the device, that they voided every two to two and a half hours and that they had no problems. The patient noted they didn¿t want another operation where they were going to put the battery in and they wanted it taken out. It was reviewed with the caller information about the removal of the device and it was explained to the patient that if they wanted to have mris that they would have to have the whole system fully removed. There were no further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the healthcare provider did not know the cause of the stimulation being off, they had adjusted it, but did not turn it off. They also stated the cause of the shocking was unknown.